Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that PICC catheter fracture at the 4cm mark. Vascular access nurse noticed PICC was buckled under the skin and at the 0cm mark. Nurse allowed the catheter to come out to the 4cm mark so that it wasn't buckled under the skin. Flushed well and had good blood return. Rn was notified that it was leaking later that shift. PICC was removed and replaced with a new catheter. No other information was provided.